Event description:
It was reported that during a da vinci-assisted hartmanns's surgical procedure, the large hem-o-lok clip applier instrument would not clip properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, the instrument was found to have a loose grip cable at the distal end. The instrument could not place in the system for the intuitive motion testing . A clip test was not performed and could not be completed because of the broken grip cable at the backend pulley. The complaint regarding would not clip properly was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The loose grip cable observed at the distal end is attributed to the broken grip at the proximal end.